Event description:
According to the report, "arrived at the place of the incident they took the lp12 out of the ambulance and turned it on, but they heard already a strange beep and saw the service light on. They charged the lp12 but it wouldn't charge higher than 6 joule, they turned off the device and tried again but the same problem appeared, they turned off the device for a third time and tried again, but no result. They start CPR and waited till the second ambulance arrived. The patient was not resuscitated." There were no reports of any adverse effects from the device use.

Manufacturer narrative:
Physio control is continuing to investigate the reported incident.